Event description:
It was reported that the patient underwent an initial four (4) level xlif procedure. During insertion of the modulus implant at the 3rd level, l2/3, the distal threaded tip of the inserter fractured off inside the modulus cage and was unable to be retrieved. The implant was slightly anterior to the intended placement; however, the surgeon was concerned that repositioning the implant may risk patient safety. As a result, the implant was left in the anterior position and the procedure was completed with no further impact to the patient. The surgeon plans to monitor the patient. No further information is available.

Manufacturer narrative:
The complaint device, one (1) modulus xlif inserter, was evaluated and the reported event was confirmed. The evaluation identified the distal threaded tip of the inner shaft had fractured off. No operative notes and/or radiograph images were provided for review of usage/technique. A review of the device history record was performed and no discrepancies relevant to the reported event were found. A definitive root cause was unable to be determined with the information provided; however, may have resulted from excessive or off-axis force applied during insertion of the interbody. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient...additional care should be taken at the lower levels of the lumbar spine due to the obstruction of anatomical structures, such as the iliac crest and iliac vessels, surgical access for the subject device at the these levels may not be feasible..." "...pre-operative warnings: implants and instruments should be protected during storage and from corrosive environments...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...packaging: packages for each of the components should be intact upon receipt. Devices should be carefully examined for completeness, and for lack of damage, prior to use. Damaged packages or products should not be used, and should be returned to nuvasive..." "...the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.